Manufacturer narrative:
The customer's complaint was duplicated during failure analysis. Further investigation revealed worn/damaged press plug, front housing and blade mount assembly. Corrosion damage to the motor was identified as the probable cause of the failure. The damaged parts were replaced, preventive maintenance done and the device was returned to the customer.

Event description:
The stryker micro sagittal saw was sent in for eval due to overheating. There was no pt involvement, no adverse event was associated with the device.